Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation has been confirmed due to a defective main board. Additional reportable malfunctions were identified: e03 and e04 errors, as well as the top cover found to be deformed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the high flow insufflation unit, the control panel goes out and an alarm sounds, turning the device off and on again, which causes the device to be restored to readiness for operation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the reported events is likely, due to failure of the pressure sensor (cr) board. Olympus will continue to monitor field performance for this device.